Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the endoscope distal end to target area, then advanced the echo-19 device through endoscope with small increment and installed the needle device with endosocpe working channel. User adjusted the desired needle length and lock the safty lock, advanced the needle and conducted the first biopsy, then slowly retracted the stylet to complete the biopsy, user retracted the needle into sheath and retracted the needle device afterward. User then conducted the second attempt with the same step but found out advancing the handle to advance the needle, but the sheath side was broken which cause the needle out of sheath surface, and cannot complete the second biops. User then changed to another same device to complete the procedure, and user obtain the sample as expected. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation 1 unit of lot c2097854 of echo-19 was returned opened in its original packaging. Clarification was requested as follows; "during lab evaluation needle was removed from device and kink below sheath extender observed. Could you please confirm with the customer if the proximal kink below sheath extender was observed before returning to cirl." Reply was received as follows; "could you please confirm with the customer if the proximal kink below sheath extender was observed before returning to cirl. No." Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2097854 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and lable: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal needle kink which would have led to the difficulty during advancement and retraction of the needle as found in the lab evaluation. The proximal needle kink also could have caused the needle to pierce the sheath during advancement. Clarification was received from the customer that they did not observe the kink but from the lab evaluation it is clear that the kink would only be visible if the needle was removed from the device. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: 1 unit of lot c2097854 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal needle kink which could have caused the needle to pierce the sheath during advancement.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 13-nov-2024.